Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were im planted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l4-s1 with a cage and rhbmp-2/acs at multiple vertebrae levels. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents her from performing many basic activities.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.